Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2011, the patient presented with cervical pseudoarthrosis, instability c5-6. Per the medical records, the patient underwent posterior cervical fusion using facet screw rod instrumentation bilaterally at c5-6 with bone graft using rhbmp-2/acs and bone nanoss (22840, 22600, 20930). The paraspinal muscles were reflected off the spinous processes of the lamina of c5, c6, and c7. There was a partial facet fusion present, but there was motion of the facet joints at c5-6. The spinous process of c5 was bifid. The spinous process of c6 was more pointed. There was clear, normal motion at the non fused site at c6-7 so levels were clearly identified in this manner. The facets were decorticated, entered in the mid portion, and aiming with an awl superior and laterally with the drill; the facets were cannulated to a depth of 12 mm. A ball probe was used to make sure each drill hole was intact with no perforation of the bone. The facet screws were then placed. They were streamlined multiaxial screws 3.5 mm diameter by 12 mm length placed into the facets aiming superior and laterally along the facet trajectory. The screws were all tight and secure and in good position. A rod was placed over the screw head holders and locking nuts tightened down, fixating the rod to the screws bilaterally at c5-6, resulting in very posterior fixation. Following this, the wound was irrigated with pulsatile anceflavage irrigation and then rhbmp-2/acs and bone nanoss was placed over the decorticated facets bilaterally for the bone fusion. The patient was taken out of the mayfield headrest and taken to recovery in good condition. No complications. On (B)(6) 2011, that the patient underwent CT scan of neck and found that lying posterior to the c4-c6 vertebral bodied had a fluid collection measuring 3 x 5 cm, a small amount of subcutaneous air was present. There was no evidence for fluid collection within the spinal canal. Result: status post cervical spine surgery complaining of neck pain. Impression: 3 x 5 center fluid collection lying posterior to the c4-c6 vertebral bodies. No evidence for an extension into the spinal canal was noted. The fluid collection was predominately subcutaneous but does extend to the spinous process. On (B)(6) 2011, the patient presented to office for follow-up for wound check. He presented to the ER with drainage from his wound and postoperative neck pain as well as surgical pain. He did complain of some swelling. There was a CT scan of neck that shows 3x5 fluid collection posteriorly. There was no evidence of extension into spinal canal. It was predominantly subcutaneous and at that point that was a seroma. It was too early to determine for infection, his wound was somewhat complicated due to the fact that there was bone morphogenic protein in there which causes fluid to build up. On (B)(6) 2011, the patient was presented for follow-up of wound check, who had underwent a posterior cervical fusion at c5-6. The patient does have a postoperative wound seroma from posterior lateral bone morphogenic protein. The wound continues to drain what appears to be serosanguineous fluid in nature. There was no growth on the cultures yet. On (B)(6)2011, the patient was presented in office for follow-up of his wound which looks better. There was some erythema and dry. There was no drainage today. There was some mild diffuse swelling. He states the wound drained. A routine culture done on (B)(6) 2011 did not reveal any organisms. He was on bactrim, double strength, as well as keflex. On (B)(6) 2011, the patient was presented in office for follow-up the wound was mildly erythematous and mildly swollen. There was no drainage today. The wound was dry. On (B)(6) 2011, the patient was presented in office for follow-up of wound, which looked very good. There was minimally erythema. The swelling that was present had resolved. He was feeling much better. He had occasional musculature discomfort in the right high trapezius. On (B)(6) 2011, the patient was presented in office for follow-up, his preoperative symptoms have definitely improved. His upper extremity radicular symptoms and headaches have also improved. He experiences these symptoms very seldom but does have ongoing neck pain and intrascapular muscle spasms. The wound was clean, dry and intact with no signs of infection. There are no x-rays for review. He had very good cervical range of motion. On (B)(6) 2011, the patient was presented in office for follow-up to discuss the possibility of massage therapy. He was having a lot of ongoing spasms and tightness. He would like to try medical massage which was completely reasonable. He does have some intermittent paresthesias in his upper extremities but overall he does note much improvement. He continued to take hydrocodone. His wound was clean, dry and intact with no signs of infection. He had good range of motion in his cervical spine. On (B)(6) 2012, the patient was presented in office for follow-up to have ongoing chronic pain and requires narcotic pain medications. He complained of ongoing neck stiffness as well as upper extremity radicular symptoms. He stated that he had no sensation for hot and cold over the incision when he was in the shower. The x-ray today shows very good placement of the interbody fusion cage as well as the facet screw rod instrumentation. On 2012, the patient was presented in office for follow-up of neck pain. Pa and lateral views of the cervical spine are obtained. Fusion of c5 and c6 levels had been performed. The vertebral bodies are in alignment. Impression: postoperative change. On (B)(6) 2012, the patient was presented in office for CT of the cervical spine imaging sequences: 2.5 mm axial CT scans of the cervical spine was performed. Reconstruction sagittal and coronal images were obtained. Reconstruction angled axial images through the disc levels were obtained. Findings: comparison was made to prior exam dated (B)(6) 2011. No fractures or dislocations were seen. No destructive bony changes were seen. Postsurgical changes of anterior diskectomy and intervertebral fusion at the c5-6 disc level with intervertebral disc cage and anterior compression plate with metallic screws through the vertebral bodies of c5 and c6 are noted. Solid bridging bone was seen. Interval changes of instrumented posterior fusion at the same level with spinal rods and transfacet screws are noted, in satisfactory alignment, without evidence for hardware failure, migration, or loosening. Straightening of the cervical lordosis was again noted. The craniocervical junction and the atlanto-axial articulation remain unremarkable. At the c2-3 and c3-4 disc levels, no disc herniations, central or foraminal stenosis were seen. At the c4-5 disc level, there was worsening posterior bulge/ subligamentous protrusion effacing the anterior subarachnoid space. At the c6-7 and c7-0ft disc levels. No disc herniations, central or foraminal stenoses were seen. Impression: 1. Stable satisfactory changes of anterior cervical diskectomy and fusion at the c5-6 disc level, with bridging solid bone without evidence for pseudoarthrosis. S/p interval posterior instrumented fusion at the same level, compared to prior exam dated (B)(6) 2011, without hardware failure, loosening, or migration. No residual central or foraminal stenosis was seen. 2. C4-5: worsening posterior bulge/subligamentous protrusion partially effacing the anterior subarachnoid space. On (B)(6) 2012, the patient was presented in office for follow-up of some intermittent numbness in the right hand. No symptoms of any foraminal stenosis on the CT that would give him this numbness. He might have carpal tunnel. In fact he was a mildly positive tinel's sign on the right hand. He said he had an emg in the past that was negative. Solid fusion at c5-6. Instrumentation was in good position posteriorly. The anterior fusion now looked like it was healed.